Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) was returned by guidant's clinicals department. There was no allegation against the function of the device.